Manufacturer narrative:
Explant date: 2017. Concomitant medical products: model number/catalog number: sc-2138-70, serial number: (B)(4), batch/lot number: 151369/153848, model/catalog description: phase iii linear lead - 70cm.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation.